Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure there was small deflections on the right ventricular (rv) channel that were being oversensed. The physician was concerned that he may have nicked the lead. Two oversensed strange deflections prior to the r wave were observed. The physician re-opened the pocket and subsequently removed the attempted lead and replaced with another lead without complications. The device remains in service. No additional adverse patient effects were reported.